Event description:
The last three vapr electrodes that the surgeon had used "blew up". She didn't have catalog or lot numbers. The rep. Physically drove to the account to look at the unit, etc. And ensure this didn't happen again. At this time it was stated to the rep that the electrodes used by the surgeon were re-processed by the facility. At that time the facility pulled all the re-processed electrodes off of the shelf. It is not know if they were disposed of. (Also see 1221934-2005-00055 and 00056).